Manufacturer narrative:
An event of migration or expulsion of device was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause for the reported device migration could not be determined. It is possible due to procedural conditions, however this cannot be confirmed. The reported unexpected medical intervention was a result of case-specific circumstances as snaring of device. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 25 june 2025, a 27mm navitor vision valve was chosen for implantation utilizing a small flexnav delivery system. Sufficient calcium was present. Perimeter measurement was in 72-74mm range. Pre-dilatation was performed with 20mm true balloon. Navitor was positioned with the inflow edge of the valve at the level of the pigtail catheter in cusp overlap view. Depth was 3mm non-coronary cusp (ncc) in cusp overlap view and depth was 4-5mm left coronary cusp (lcc) in left anterior oblique (lao) view with parallax removed. The valve was deployed under pacing. Delivery system was in neutral position/to slight forward pressure, guidewire pulled to a midventricular position, and retainer tabs were observed to release in two views. After release the valve embolized in aortic direction, causing a coronary obstruction and hypotension. The valve was snared above the coronaries and a non-abbott 23mm sapien valve was placed successfully. After the snare the patient stabilized.